Event description:
It was reported that during a laparoscopic assisted hemi-colectomy procedure, the device was removed from the housing and there was a piece of silicon missing from the opening. They could not find the missing piece of silicone inside the patient or outside the patient. They used the device the entire case with no problems. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.